Manufacturer narrative:
The device was received for evaluation. During functional testing, does not recognize that door is open was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged upper auxiliary. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize that the door was open. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.